Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/07/2024, it was reported by a sales representative via (B)(4). That an ar-300b burr is not fitting into the handpiece. This occurred during use in a case with no patient harm reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-300b burr attachment serial number: (B)(6) was received for investigation. Visual inspection noted some scratches and wear and tear on the device. The most likely cause for the observed failure can be attributed to wear and tear incurred from repeated use - date of manufacture: 25-apr-2022. Functional testing was performed by attempting to attach the ar-300b burr attachment to a compatible mating part, an ar-300 handpiece sn: (B)(6), and it was found that the ar-300b burr attachment did fit into the ar-300 handpiece.